Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be aprox 83 in/lbs., which is within print specification; all individual torque readings were also found to be within print specification ranging from 81.6 to 87.9 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed the driver shaft is broken; crack propagation appears to have initiated at stress relief fillet. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface at approximately 45 degrees, which is indicative of torsion. The torsional indication of the fracture, in conjunction with and the age of the instrument and confirmation of both relevant dimensional and material hardness specifications suggest torsional cyclic fatigue as the mechanism of failure. The above observations are consistent with anticipated wear due to cyclic fatigue.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a l1- pelvis spinal surgery. The driver tip broke. No patient complications were reported.